Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. There were no issues identified with the system. Therefore, the root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported, the aberrometer seemed slightly loose when mounted on the microscope. This occurred prior to procedures upon mounting for the morning. Additional information received; the system is functioning without issue.